Event description:
Pt had avr/prox aorta conduit in 2004 for bav dilated proximal aorta. In 2005 sustained post parietal intracranial hemorrhage. She developed acute abdominal pain due to bilateral renal infarcts, splenic infarct, occlusion of distal aorta and proximal iliacs. Emboletomy- dx fungal clot pathologically suspiscious of aspergillus). Later underwent redo avr/aorta.